Event description:
It was reported a 29 mm sjm biocor bovine pericardial heart valve was explanted and replaced with this 27 mm sjm mechanical valve due to the presence of clots around the edge of the prosthesis causing stenosis. The pt expired two days postoperatively due to cardiogenic stock.